Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to low out of range pacing impedances on the right ventricular (rv) lead, measuring less than 200 ohms. The patient's rv lead is a non-boston scientific product. After the lss some over sensing occurred likely due to unipolar sensing. The patient is not pacer dependent. Boston scientific technical services (ts) recommended programming back to bipolar sensing or reducing sensitivity in unipolar to minimize over sensing. Ts also discussed programming options for the minute ventilation (mv) sensor. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field: device codes.

Event description:
Additional information was received which indicated the rv lead was surgically abandoned and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.